Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the customer's insulin was squirting out during manual prime. Customer¿s blood glucose level was unknown. Customer reported that they had hard time to read the screen due to hazy and rainbow effect on the screen. Customer reported that the insulin pump had malfunction with battery. Insulin pump was noisier during rewind. The insulin pump will not be returned for analysis.